Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported left side "pain, misshapen," and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5, d.9, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, left side "pain, misshapen". And capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, analysis of the returned device identified weight to the spec, crease fold and wear abrasion. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.